Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an unknown procedure performed on an unknown date. According to the complainant, during the procedure, the device was loaded onto the scope; the bands were attempted to be deployed; however, the bands would not deploy. The customer provided a photo, and it was observed that the bands were caught from the other bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.